Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states will not power up at all. Will not charge at all. No lights come on at all. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.